Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an upgrade procedure. During removal of the insertable cardiac monitor, the plastic portion of the device broke from the metal part. The device was successfully explanted and replaced. The patient was discharged post procedure.

Manufacturer narrative:
The device was returned with the header damaged and separated from the body. The header detaching was due to improper handling during the procedure. The device was otherwise normal.